Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that device was found in back up vvi mode upon first interrogation before implant. Device was not implanted.